Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ams episodes was noted on a remote transmission. The patient was not reported to be symptomatic. The device was oversensing far field r waves. Programming changes were suggested. Patient later presented to the clinic were the oversensing was observed occasionally, programming changes were not made, and the decision was made to continue to monitor the patient. The patient is fine.